Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review. Should additional information become available a supplemental record will be filed. Broken weld at nut right side

Event description:
Per dealer the internal nut that is welded to the frame for the release handle is broken at the weld.